Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is a patient-specific event, specifically poor bone quality, as noted by the surgeon. Directions for use (dfu) tightrope® devices. Contraindications. 1. Insufficient quality or quantity of the bone. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Event description:
On (B)(6) 2023, it was reported by an arthrex subsidiary employee via email that an ar-8925t syndesmosis tightrope xp button, that was attached to the tibia, broke the cortical bone and was tightened all the way to the fibula. It was reported that the patient had poor bone quality and the surgeon used a screw to complete the case. This was discovered during a procedure on (B)(6) 2023. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.